Event description:
It was reported that intermittent atrial undersensing was exhibited by the device. Continuous atrial tachycardia/atrial fibrillation burden alerts were causing radio frequency (rf) telemetry lockout. Programming changes were made to resolve the issues. There were no adverse health consequences, the patient was stable.